Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, a 23mm navitor vision valve was selected for implant. The patient's annulus was measured with a perimeter of 65mm. Pre-dilation was done with a 20mm non-abbott balloon. The valve was implanted. The final implant depth was 2mm from the non-coronary cusp (ncc) and 3mm from the left coronary cusp (lcc). Post-implant a mild to moderate perivalvular leak (pvl) was noted. A post-balloon aortic valvuloplasty (bav) was performed with a 20mm non-abbott balloon. Post-bav the pvl remained at moderate. Prior to discharge the pvl decreased to mild. The patient status was stable.

Manufacturer narrative:
An event of the perivalvular leak and device malposition was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. It was indicated that the valve implant depth was less than intended may have resulted in causing perivalvular leak. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported perivalvular leak could be due to implant depth but cannot be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as post-implant valvuloplasty was performed. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: health effect- impact code: 2199 no health consequences or impact.

Event description:
It was reported on (B)(6) 2025 a 23mm navitor vision valve was selected for implant. The patient's annulus was measured with a perimeter of 65mm. Pre-dilation was done with a 20mm non-abbott balloon. The valve was implanted. The final implant depth was 2mm from the non-coronary cusp (ncc) and 3mm from the left coronary cusp (lcc). Post-implant a mild to moderate perivalvular leak (pvl) was noted. A post-balloon aortic valvuloplasty (bav) was performed with a 20mm non-abbott balloon. Post-bav the pvl remained at moderate. Prior to discharge the pvl decreased to mild. The patient status was stable.